Manufacturer narrative:
(B)(4)- has been initiated for this issue. Model xxx, serial number/date (B)(4) is approximately xxxx old. The owner's manual part number 1023891, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Dealer stated that the wires are separating where the charger connects to the joystick. A new joystick has been sent to replace affected part under warranty. No injury or ill effect to the involved end user. Please note any further information or sample analysis will be filed in a supplemental report.